Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a MRI for a possible infection at the implant site because there was redness and drainage at the ins site and lower back pain. On 2018, it was determined that the patient had a hematoma at the distal end of a percutaneous lead. It was unknown when the symptoms were first noticed by the patient. Per device registration data, the system was explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported a culture was done to confirm if the patient had an infection, and the results of the culture was (B)(6). The infection was treated and the devices were completely explanted. It was clarified that there was not a hematoma at the distal end of one of the leads but rather an abscess. All of the explanted devices were discarded by the hospital after the explant. No further complications were reported or anticipated.